Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Six inappropriate bursts of anti-tachycardia pacing (atp) and six inappropriate shocks were delivered for an atrial driven rhythm. Therapy was exhausted. Technical services (ts) recommended reprogramming options. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.